Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir was not able to stay locked into reservoir compartment due to the reservoir compartment rim being broken. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.